Manufacturer narrative:
Other relevant device(s) are: switch (B)(4) selector switch o-arm. A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended. The system was booting up straight away when introducing the key inside the key switch. The system functioned properly, as expected. All system functions were checked. The imaging system then passed the system checkout and was found to be fully functional. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside a procedure. It was reported that the system was failing to switch on from turning the power switch. It was verified that the key was in the on position, the power cable was disconnected and reconnected and the system was charging. There was no patient present when this issue was identified.